Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that o-ring was missing from reservoir compartment and reservoir was not able to stay in place. Customer does not know how damage occurred. Customer's blood glucose was 354 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump received with minor scratched display window. Insulin pump received with broken reservoir tube lip. Insulin pump received with missing reservoir tube o-ring.